Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that during their evaluation they got a severe staph infection and had to wait a month to have the device implanted. They said they had to go to the hospital because the managing physician was away. The patient reported the manufacturer representative was at the hospital. The patient reported that within an hour of them getting there, the rep came down and the rep and doctor decided to remove the evaluation. The patient reported they were a diabetic at the time and had 104 fever. The patient reported their managing physician got there on their 4th day in the hospital, by that time the patient was getting better from the antibiotics. The patient reported a staph infection at the lead site. Patient reported that after being released from the hospital they saw their managing physician once a week until they had the implant. No further complications were reported or anticipated.